Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recp1872 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility had a PICC wire that came unraveled and broke in two pieces during placement. The broken wire parts were retrieved by doctors using a snare.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of broken guidewire is confirmed and was determined to be use related. One guidewire was returned for evaluation. An initial visual observation showed the coiled wire and core wire of the guidewire were broken about 4.7 cm distal to the beginning of the coiled wire. The coiled wire was also observed to be unraveled from beginning of the coiled to the distal end. The weld tip was observed to be missing. A microscopic observation revealed use residue on the returned sample. The fracture surfaces of the coiled wire were observed to be jagged and granular in texture. The fracture site of the core wire was observed to be tapered and its surface was observed to be granular in texture, which is evidence of tensile failure. The product IFU states: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recp1872 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility had a PICC wire that came unraveled and broke in two pieces during placement. The broken wire parts were retrieved by doctors using a snare.